Event description:
Device 1 of 4. (Refer to manufacturer's report numbers 1627487-2009-00125, 1627487-2009-00126, and 1627487-2009-00139 for devices 2 - 4). In 2009, the patient was implanted with an scs system and the leads were secured with anchors. The patient reported their stimulation was in a different location. A doctor's appointment was scheduled to reprogram the system. The physician had x-rays taken, which indicated the leads had migrated. A lead revision was performed eight months later. Upon opening the site, the physician noticed one anchor broke into two pieces. Three leads and three anchors were explanted and two new leads were implanted. The physician discarded the leads and two of the anchors. The broken anchor was returned to ans for evaluation.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the device was discarded by the physician. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.